Manufacturer narrative:
D1 product long description - corrected d4 catalog # - corrected d4 gtin - corrected d4 expiration date - added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h4 manufacturing date ¿ added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent delivery wire sdw was returned within the introducer sheath. There was procedural fluid in the tip of the introducer sheath. The sdw was advanced out of the introducer sheath and was found to be kinked in multiple places. There was procedural fluid on the distal bumper and the sdw tip. The introducer sheath was intact. During functional test, the catheter could not be flushed as the stent was within the shaft. A 0.0158" patency mandrel was advanced into the catheter hub. The patency mandrel advanced 4cm into the hub and would not advance further. The catheter shaft was cut 5.4cm from the proximal side of the hub and the stent was identified. The stent was removed with force from the microcatheter shaft. There was what appeared to be ptfe polytetrafluoroethylene inner lining wrapped around the proximal side of the stent. There was what appeared to be ptfe inner lining protruding from the cut microcatheter shaft. Once the stent was removed the mandrel was inserted into the hub and shaft without issue. The ro markers were present on the distal and proximal ends of the stent. The stent was deformed and broken. The distal markers appeared to be damaged. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event of 'ro marker(s) detached/separated/not visible under fluoroscopy' was not confirmed. The second as reported event of 'stent difficult/unable to advance or pullback through catheter' was confirmed during analysis. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'when inserting the subject atlas delivery wire into the microcatheter, resistance was encountered when it passed the hub and strain relief; however, continued to advance the delivery wire. When the fluoro-saver marker came to the proximal, confirmed under the fluoroscopy; however, only the delivery wire tip marker could be seen, and the markers at both ends of the stent were not visible. Thus, the stent was retrieved with the entire microcatheter, and the stent was replaced with a non-stryker stent, then the procedure was completed successfully. Although the sales rep did not actually see the device from the side, she confirmed with the physician that the back flush in the delivery sheath had been performed and that the tip of the sheath was completely inserted into the hub of the microcatheter at the insertion. After retrieval of the devices, the proximal end of the microcatheter was cut off with a scissor by the operator. When the stent was pushed with a delivery wire from both the cut tip and the hub, resistance was encountered beyond the strain relief, and the stent could not be removed'. The stent was returned for analysis stuck inside the proximal section of the returned microcatheter. It was necessary to cut open the microcatheter shaft in order to remove the stent. Once removed the 3 marker bands were noted to be present on both ends of the stent. The stent was deformed, and it was also broken/fractured. Finally, there was what appears to be clear tubing wrapped around the middle section of the stent and which was constricting the stent at that location. The introducer sheath was returned for analysis and this was undamaged. Finally, the sdw was returned for analysis still loaded inside the introducer sheath. The sdw was removed from the sheath and noted to be significantly kinked/bent, particularly towards the distal end of the wire. Given the follow-up good faith efforts gfe response which notes friction/resistance when advancing the stent inside the microcatheter shaft and having noted during the analysis that the distal tip of the introducer sheath was undamaged, it is possible that the introducer sheath was initially correct positioning but subsequently moved proximally prior to stent advancement out of the sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (created by proximal sheath movement). The extent that the stent begins to open depends on the amount of proximal movement of the sheath: more movement will result in a larger gap, and hence more stent deployment. The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. On this occasion it appears as if the stent got stuck in the proximal section of the microcatheter shaft and the user continued to advance the sdw to the distal end of the microcatheter. An assignable cause of procedural factors has been assigned to the as reported event 'stent difficult/unable to advance or pullback through catheter' and 'as analyzed 'sdw kinked/bent¿, 'stent difficult/unable to advance or pullback through catheter', 'stent deformed', 'stent deployed prematurely during use' and 'stent broken/ fractured during use' as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed has been assigned to the as reported 'ro marker(s) detached/separated/not visible under fluoroscopy' as the marker bands were still present on the analyzed stent.

Event description:
It was reported that during procedure when inserting the subject stent delivery wire into the microcatheter, resistance was encountered when it passed the hub and strain relief. However, continued to advance the delivery wire. When the fluoro-saver marker came to the proximal and confirmed under the fluoroscopy, only the delivery wire tip marker could be seen, and the markers at both ends of the subject stent were not visible. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure when inserting the subject stent delivery wire into the microcatheter, resistance was encountered when it passed the hub and strain relief. However, continued to advance the delivery wire. When the fluoro-saver marker came to the proximal and confirmed under the fluoroscopy, only the delivery wire tip marker could be seen, and the markers at both ends of the subject stent were not visible. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.